Manufacturer narrative:
Unit was successfully uploaded to carelink. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. No prime/fill anomaly noted during testing. Pump memory was reviewed and found no prime/fill alerts or alarms on the event date. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. Unit was then cut open to perform visual inspection, and no moisture damage was noted on the electronic stack. The following were noted during visual inspection: cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged prime/fill anomaly was not confirmed during analysis. Unable to confirm customer allegations of high/low bgs. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. Customer was treated hyperglycemia with insulin pump and hypoglycemia with carb intake. Customer reported blood glucose value of 2.8 mmol/l at a time of hypoglycemia. The event involved product(s) mmt-1885. Troubleshooting was partially performed. Customer mentioned that the pump was skipping fill tubing and had doubt regarding functionality of the pump. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Product return for mmt-1885 is expected and the customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.